Event description:
Info received indicates the bed does not stay in rotation mode. The tech found the left intermediate rail was not latching correctly due to dried blood in the hook mechanism. The tech thoroughly cleaned all parts in the siderail center arm and found the rail to be latching correctly. The tech ran the bed in rotation mode to insure correct operation.